Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient did a anterior cervical decompression and titanium mesh cage fusion combined with plate internal fixation surgeries on (B)(6) 2013. The surgeon implanted a plate, a mesh and 4 screws during the surgery. Recently the patient took re-examination and x-ray indicated one screw was broken. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review of the finished product. No ncrs were generated during production of the finished product. Review of the device history record of the finished product showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.